Event description:
Mandatory medwatch form received from the customer reporting "infusion pump was plugged into ac power outlet and it started to spark on a metal shelf. Smell of burning." Further info was received from the customer . It was reported that the pump was in use on a neonate pt in the intensive care nursery. It was not known what was infusing. According to the customer contact, the power cord going into the back of the pump was frayed and short-circuited causing "sparks to shoot out the back of the pump". There was no reported adverse event with the pt or any staff/family members. The pump was removed from clinical service. At this time, the pump will not be returning to abbott for testing.